Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use the bd vacutainer® lh pst¿ ii plus blood collection tubes had extenders with molding defects (non-cosmetic) that can be used. This occurred on 30 occasions during use. The following information was provided by the initial reporter: ¿tubes are cloudy, like polypropylene.¿

Event description:
It was reported before use the bd vacutainer® lh pst¿ ii plus blood collection tubes had extenders with molding defects (non-cosmetic) that can be used this occurred on 30 occasions during use. The following information was provided by the initial reporter: ¿tubes are cloudy, like polypropylene.¿

Manufacturer narrative:
H.6. Investigation summary : bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for cloudy tubes with the incident lot was observed. Evaluation of the customer samples was performed and cloudy tubes was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.